Manufacturer narrative:
This medwatch form is being filed in response to the user facility medwatch rec'd 5/20/2008. To date, no prod has been returned to conmed linvatec for eval. A review of complaints for the past 2 yrs for this prod and similar devices, found no serious injury reported for this failure mode. Associated MDR 1017294-2008-0219.